Event description:
It was reported that during a spine procedure, the drill was getting warm. The procedure was completed without delay using the same drill. There was no pt or user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The drill was returned to the MFR; however the product has yet to be evaluated. A f/u report will be filed once the product eval has been completed.